Manufacturer narrative:
Correction: b2 (outcomes attributed to adverse event - date of death) additional information: d9, h3 plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were multiple approved temporary deviation notices (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria.

Event description:
On 09/may/2024 a biomedical technician for a hemodialysis (hd) clinic initially contacted fresenius and reported a patient incident which occurred on (B)(6) 2024. The patient went through the hd treatment. The patient was at the end of the treatment and noted to be unresponsive while returning the blood. The registered nurse (rn) was called over and was unable to find a pulse. Paramedics were called and took over patient care upon arrival. The patient was pronounced deceased. The biomed stated there was one optiflux 160nre dialyzer to return. Additional information was provided though follow-up with the clinic. The patient had completed a scheduled 3 hour and 30-minute hd treatment on (B)(6) 2024, when they became unresponsive during rinse back. All the patient¿s blood had already been returned. A pulse was not palpable and cardiopulmonary resuscitation (CPR) was initiated. Emergency medical services (ems) were called. They took over patient care upon arrival. A normal saline (ns) flush and a bolus of 500ml was administered. The patient regained a pulse at one time, but then coded again. Oxygen was administered via a rebreather mask (flow rate not provided). The patient was not transported and pronounced deceased at the clinic. The cause of death was documented as myocardial infarction (mi). No vital sign information was provided. There were no alarms or issues with the machine or dialyzer prior to the patient event. The patient's death was not related to any fresenius device(s) or product(s) and/or their dialysis therapy.

Manufacturer narrative:
Clinical review: there is a temporal relationship between hemodialysis treatment utilizing the optiflux 160nre dialyzer and the patient event of unresponsiveness, no pulse, and death. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the dialyzer. Additionally, although the biomed stated the dialyzer is available to be returned for evaluation, there is no allegation of a dialyzer defect or damage reported for this event. No information related to a cause of death or the patient¿s health history was provided. Deaths due to cardiovascular events are common among patients on hemodialysis. In the USA, 40% of cause-specific mortality in patients on hemodialysis have been attributed to arrhythmia and cardiac arrest. Based on the available information and no allegation or evidence of damage or a defect, the optiflux 160nre dialyzer can be excluded as the cause of the patient¿s sudden cardiac arrest and death. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
On 09/may/2024 a biomedical technician for a hemodialysis (hd) clinic initially contacted fresenius and reported a patient incident which occurred on (B)(6) 2024. The patient went through the hd treatment. The patient was at the end of the treatment and noted to be unresponsive while returning the blood. The registered nurse (rn) was called over and was unable to find a pulse. Paramedics were called and took over patient care upon arrival. The patient was pronounced deceased. The biomed stated there was one optiflux 160nre dialyzer to return. Additional information was provided though follow-up with the clinic. The patient had completed a scheduled 3 hour and 30-minute hd treatment on (B)(6) 2024, when they became unresponsive during rinse back. All the patient¿s blood had already been returned. A pulse was not palpable and cardiopulmonary resuscitation (CPR) was initiated. Emergency medical services (ems) were called. They took over patient care upon arrival. A normal saline (ns) flush and a bolus of 500ml was administered. The patient regained a pulse at one time, but then coded again. Oxygen was administered via a rebreather mask (flow rate not provided). The patient was not transported and pronounced deceased at the clinic. The cause of death was documented as myocardial infarction (mi). No vital sign information was provided. There were no alarms or issues with the machine or dialyzer prior to the patient event. The patient's death was not related to any fresenius device(s) or product(s) and/or their dialysis therapy.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: a sample from the reported lot was returned. No damage, defect, or irregularity was identified on the returned sample. As the dialyzer was used for treatment, it could not be forwarded to the quality systems lab for further testing.

Event description:
On 09/may/2024 a biomedical technician for a hemodialysis (hd) clinic initially contacted fresenius and reported a patient incident which occurred on (B)(6) 2024. The patient went through the hd treatment. The patient was at the end of the treatment and noted to be unresponsive while returning the blood. The registered nurse (rn) was called over and was unable to find a pulse. Paramedics were called and took over patient care upon arrival. The patient was pronounced deceased. The biomed stated there was one optiflux 160nre dialyzer to return. Additional information was provided though follow-up with the clinic. The patient had completed a scheduled 3 hour and 30-minute hd treatment on (B)(6) 2024, when they became unresponsive during rinse back. All the patient¿s blood had already been returned. A pulse was not palpable and cardiopulmonary resuscitation (CPR) was initiated. Emergency medical services (ems) were called. They took over patient care upon arrival. A normal saline (ns) flush and a bolus of 500ml was administered. The patient regained a pulse at one time, but then coded again. Oxygen was administered via a rebreather mask (flow rate not provided). The patient was not transported and pronounced deceased at the clinic. The cause of death was documented as myocardial infarction (mi). No vital sign information was provided. There were no alarms or issues with the machine or dialyzer prior to the patient event. The patient's death was not related to any fresenius device(s) or product(s) and/or their dialysis therapy.